Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed that there was grommet damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that during the implant procedure, the implantable cardiac defibrillator showed noise on the ventricular channel. The device was explanted and replaced with no difficulty. The new device had no noise on the electrogram.